Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reportedly developed rash/blister on the left side of her back. The patient believed that the electrodes and garment had pinched that area of the skin. Follow up indicated that the area became a 'small open wound' which the patient's home health nurse bandaged. The medical outcome of the area is unknown.